Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed. The dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer received a sensor scan result of 100 mg/dl compared to a reading of 44 mg/dl obtained on the built-in reader. Customer experienced symptoms of hypoglycemia described as "dizziness, numbness, and couldn't respond properly" and was unable to self-treat, requiring treatment of glucose via injection administered by a third-party. The reported readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer received a sensor scan result of 100 mg/dl compared to a reading of 44 mg/dl obtained on the built-in reader. Customer experienced symptoms of hypoglycemia described as "dizziness, numbness, and couldn't respond properly" and was unable to self-treat, requiring treatment of glucose via injection administered by a third-party. The reported readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.